Event description:
A us distributor contacted zoll to report that a patient passed while wearing the lifevest. Review of the lifevest downloaded data indicates that the patient received 8 appropriate shocks during vf. The rhythm after shocks 1-6 was converted to bradycardia at 35-45 bpm. The rhythm after shock 7 was converted into asystole with intermittent cardiac activity. Shock 8 remained in asystole with intermittent cardiac activity. Approximately one hour later, an additional shock was delivered during asystole. Oversensing contributed to the false detection. Asystole is considered a non-treatable rhythm.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The monitor was fully functional and able to detect and treat. Upon evaluation of the belt, the cable connecting the distribution node (dn) and the rear therapy electrode (te) was pulled from the strain relief, damaging internal wires. The cause of the damaged cable and wires is excessive force. There is no indication that the damaged cable caused or contributed to the patient's death. The device was fully functional while in use in the field. Monitor (B)(4) 08/2014 - reuse. Electrode belt (B)(4) 11/2014 - initial use.